Event description:
It was reported that during testing at the user facility the device broke in half. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Manufacturer narrative:
The event for rear housing missing from attachment was confirmed by the technician through visual inspection.since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing at the user facility the device broke in half. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.